Event description:
A pt underwent transcatheter closure of an atrial septal defect with a 32 asd device. Stable position was confirmed by transesophageal echo. Two hours post procedure, the device had embolized into the right ventrcle. Using a snare, percutaneous retrieval of the device was achieved. At that time, it was revealed the thin posterior rim had been torn away. The pt was sent to the or for surgical repair of the defect.